Event description:
It was reported that the programmer had "telemetry failure." Follow-up determined that the radio frequency programmer head had not been changed out and therefore could not be eliminated as a source of the issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and replaced the radiofrequency programmer head's cable to resolve. The head then passed all final functional and systems tests and no other anomalies were found. Concomitant products : product ID 2090 programmer. (B)(4).

Event description:
It was reported that the programmer had "telemetry failure." Follow-up determined that the radio frequency programmer head had not been changed out and therefore could not be eliminated as a source of the issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2090 programmer; (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.